Event description:
The customer reported that during a thyroid surgery, the device stuck to thin tissue and upon removal, oozing occurred. Another device was used to complete the procedure. There was no blood loss, no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.